Event description:
The device was used during a lar procedure. Reportedly, the staple line was incomplete. The surgeon resected the staple line and applied another device to complete the procedure. The hosp has reported the pt's condition as satisfactory.